Manufacturer narrative:
The manufacturer previously reported a simpygo oxygen concentrator had evidence of thermal damage. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The battery cell had evidence of physical damage. The manufacturer found the battery cell to have a short. The battery cell vented exposing the accelerated heat through several layers of the device. The device had extensive damage and could not be tested.

Manufacturer narrative:
The manufacturer previously reported in section e1 (B)(6) as the initial reporter. The correct information for section e1 is (B)(6). The manufacturer previously reported in section g3, date received by manufacturer as 04/21/2021. The correct date for section g3, date received by manufacturer as 04/16/2021.

Event description:
The manufacturer received information alleging a simpygo oxygen concentrator had evidence of thermal damage. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.